Manufacturer narrative:
An evaluation of the event details by a lumenis medical subject matter expert concluded that the treatment parameters used by the user facility were within those in the subject device training materials and the common practice for the subject indication. No related device malfunction was reported. Reasonable attempts were made to obtain additional relevant information; however, non was provided by the user facility. Should additional information be received, a follow up MDR will be filed.

Event description:
It was reported that a patient sustained blisters and scabbing to the back of the thigh after hair removal treatment with a lightsheer duet laser. It was further reported that biafine was prescribed.